Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The emdr with manufacturer report number (MDR 9618003-2021-01196), submitted on 06/23/2021 was submitted in error as this case was determined to be not reportable. Please retract the report. Contact office address: (B)(6).to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Manufacturer narrative:
Device 4 of 4. Contact office address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user's wife reported that the opening appeared off centered in 4 wafers from the market unit. Wafers were used and a decrease in wear time was experienced. The end user's normal wear time was 3 full days and part of another but with these, it was 1-2 days. No harm was reported. Photographs depicting the issue were received from the complainant.